Event description:
It was reported that this left ventricular (lv) lead was exhibiting high within range impedances of 1000 ohms and low intrinsic amplitude due to suspected dislodgement. The patient will be continued to be monitored. No adverse patient effects were reported.